Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2001 (B)(6), explanted: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient previously had their infusion system replaced due to "occlusion". No further information was provided. Drugs delivered via the device were bupivacaine and hydromorphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not been getting her medication. The pump was to be replaced due to normal battery depletion, but then "they" found that the catheter had been occluded.